Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The abscess rate seen (63 worldwide incidents out of estimated 140,000+ procedures performed to date) is approximately 0.045% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Patient experienced edema and redness/burning sensation in right axilla and around the right elbow. A few days later, an abscess developed in the right axilla. Antibiotic (klacid) was prescribed for 14 days. By 120 day post-treatment, the treating clinic stated the symptoms resolved.